Event description:
It was reported that, during a surgery, when the nurse opened the product box she noticed that the tip of lag screw had broken through the blister pack. Therefore, the surgeon used spare one instead.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. Review of the DHR revealed no discrepancies, in particular in the packaging process. The device was documented as faultless prior to distribution. Due to (high) forces applied to the packaging during transport the lag screw had pierced the blister after it had not been fixed anymore by the foam components. The now unprotected blister had suffered from several strong impacts by the unsecured lag screw during transport until the final impact had led to penetration of the blister.

Event description:
It was reported that, during a surgery, when the nurse opened the product box she noticed that the tip of lag screw had broken through the blister pack. Therefore, the surgeon used spare one instead.